Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The submitted log files appeared to capture the device functioning as intended above the low speed limit with no atypical alarms or events; although the event log files only contained data from (B)(6) 2019 through (B)(6) 2019 due to frequent pi events, the periodic log files did not capture any anomalous events on the day of or after the reported event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The heartmate 3 lvas instruction for use lists stroke and bleeding as adverse events and neurological dysfunction as a potential late post-implant complication that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. Dir, heartmate iii controller states that, ¿the controller must be able to store a minimum of 100 event records and 100 periodic records.¿ also, the heartmate 3 lvas IFU states that, ¿the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient on (B)(6) 2019 fell and subsequently hit their head on the ground. Patient did not lose consciousness. Patient did not have a headache until morning of (B)(6) 2019 which prompted to report to emergency department. CT of head was performed patient was admitted for close monitoring for traumatic subarachnoid hemorrhage (sah) in setting of elevated inr, coagulopathy. Ffp was given. On (B)(6) 2019 the admission history/physical exam states the vad flows were stable. Patient fell due to vertigo and lost balance but maintained consciousness. The patient is currently stable with plan to repeat CT as outpatient in 4-6 weeks by neurology. Of note, the patient¿s inr was sup therapeutic; it was reversed with vitamin k and ffp. It was reported that the CT on (B)(6) 2019 impression states: mild acute subarachnoid hemorrhage. Acute hemorrhage in the pineal gland. From (B)(6) 2019: there is re-demonstration of scattered subarachnoid hemorrhage stable compared to the prior examination. There is also a lobulated hemorrhage of the pineal region. On (B)(6) 2019 log files were submitted for review and technical service review noted that the event log starts on (B)(6) 2019 13:14:32, the date and time the fall took place has been pushed out of memory. It does not appear the fall damaged any of the mcs equipment. No unusual events noted. The pump is maintaining its set speed. No further information was provided.